Event description:
This literature unsolicited device case was rec'd from taiwan, province of china on (B)(4) 2014 from an author via a literature abstract: huang jc1, yeh cc, hsieh ch. Laparoscopic management for seprafilm-induced sterile peritonitis with paralytic ileus. J minim invasive gynecol. 2012 sep-oct; 19 (5) :663-6. Doi: 10.1016/j.jmig.2012.04.006. From this publication one another case was also reported: (B)(4). The case involves a female pt (unspecified age) who developed sterile peritonitis after seprafilm placement. The pt had medical history of adenomyosis. No past drugs, concomitant medications or concurrent conditions were reported. On an unk date, the pt underwent total hysterectomy because of adenomyosis during which seprafilm was placed (number of sheets, anatomical location, lot/batch number and expiration date: unspecified) for postoperative adhesion. On an unk date after gynecologic surgical procedure (hysterectomy), the pt developed sterile peritonitis. It was reported that the pt had mimicked intraabdominal abscess formation soon after the initial surgery (hysterectomy). However, laparoscopic examinations revealed only gel-like hydrated seprafilm w/o evidence of infection. On an unk date, the abdominal cavity was thoroughly irrigated and the seprafilm residue was completely removed. On an unk date, the pt had uneventful recovery. Corrective treatment: abdominal cavity irrigation. Outcome: recovered/resolved. Seriousness criteria: important medical event. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.

Manufacturer narrative:
Conclusion: seprafilm-related complications were most commonly observed in pts who underwent gynecologic debulking surgery because seprafilm might react with the large area of the injured peritoneum and induce a strong inflammatory response. However, our experience showed the such complications could also be observed in pts who underwent non-debulking surgery. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of seprafilm cannot be excluded for the occurrence of the event of sterile peritonitis, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.